Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had missing/stuck pixels which blocked graphics and text. Customer¿s blood glucose level ranged between 500-600 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.